Event description:
It was reported that inappropriate episodes of mode switching due to oversensing were observed. The patient was asymptomatic. The oversensing was not reproducible with provocative test. Programming changes were made. The device remains implanted.